Manufacturer narrative:
Concomitant medical products: product ID: pb1018 transcatheter valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was extracted due to the patient having endocarditis, vegetation and a possible infection. No further patient complications have been reported as a result of this event.